Manufacturer narrative:
Corrected data sections b1 and b2 were updated. Since the initial report was filed, cardiac science has learned that the patient did not survive. Section b3 the date of the reported event was provided. Section b5 description of the event was updated. The patient did not survive and the reported event was not witnessed. Section h1 type of reportable event was changed from malfunction to death. Device evaluation: the AED used rescue attempt was returned to cardiac science for evaluation. The pads used in the rescue had been discarded after use. Data was downloaded from the AED and there was no rescue data for the date of the reported event. Examination of the AED's event log for the time of the rescue showed that after the lid of the AED was opened, the AED detected pads were peeled apart, but did not detect placement of pads on the patient. There was no rescue data because data is not recorded until the AED detects human impedance. The reason why patient impedance was not detected during the rescue cannot be determined. Rescue simulations were performed with an ECG / pacing simulator and the AED operated correctly. As part of the investigation, the AED was functionally evaluated and successfully passed testing to factory specifications. The AED is being serviced and will be returned to the customer.

Event description:
The AED prompted "check pads" during a rescue. After replacing the pads the AED prompted maintenance required. The pads used in the rescue were not kept. The reported event was not witnessed and it is unknown how long the patient was down before the rescuers appeared on the scene. The patient did not survive.

Manufacturer narrative:
The customer was asked to provide additional information about the event. The AED will be returned to cardiac science for evaluation.

Event description:
The fire department reported that the AED prompted "check pads" during a rescue attempt. The pads were replaced and the AED prompted maintenance required. The pads used in the rescue were discarded. The patient survived.